Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood was leaking from the end of the tubing when activating the safety mechanism. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-aug-2025. Bd received 2 samples for investigation. The 2 customer samples were subjected to sleeve function testing and all of the samples passed testing as there was no evidence of defects to the device or leakage during use. Additionally, the 2 customer samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b: additional medical device type: fpa. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood was leaking from the end of the tubing when activating the safety mechanism. No adverse impact was reported regarding the patient or user.